Event description:
Additional information received, "medtronic received information regarding an imaging system being used during l1 decompressive lami nectomy with percutaneous screws, t-12-l2 pedicle screws and rods procedure. There was surgical delay but unknown prolonged time. There was no impact on patient outcome".

Manufacturer narrative:
Additional info: updated a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They replaced the umbilical cable and the issue was resolved. Performed system checkout continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Cable passed c ontinuity test. Installed mobile viewing station (mvs) cable in known imaging system. The system failed to was stuck in standalone mode, radiation and communication failed to initialize. Faulty cable assembly. Bo1,c02,d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. 587 rev. D: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, issue occurred intraoperatively and unknown surgical delay.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site were unable to take a spin while in surgery. Site booted up the system and was seeing a red x besides the radiation bar. Site rebooted the system with no change and system was stuck in initializing. No further information received.

Manufacturer narrative:
(H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.